Manufacturer narrative:
The additional device referenced is filed under a separate medwatch report number. Device code (B)(4) off-label use- indication for use. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Information was received stating that the pre-close technique was not used. It should be noted that the proglide instructions for use states: for sheath sizes greater than 8f, at least one device and the pre-close technique is required. In this case, the absence of pre-close technique used would not have contributed to the reported suture malposition. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Na.

Event description:
It was reported that this was an arteriotomy closure of the moderately calcified right common femoral artery using two proglide devices after a carotid artery stenting interventional procedure using a 9f sheath. Reportedly, when the first proglide device was removed, the suture failed to be attached to the artery and came out. The guidewire was reinserted and a second proglide device was attempted; however, when the plunger was removed no suture was found, a cuff miss occurred. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.